Event description:
It was reported via phone call, that the insulin pump has cracks to the reservoir compartment. Customer's blood glucose level at the time 470mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The pump also had minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, a missing o-ring inside the reservoir tube, a cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.